Event description:
Information received indicates the brake will not hold at the head end of the bed.

Manufacturer narrative:
The technician found the caster stems were broken. The technician replaced the head end casters to repair the bed.